Manufacturer narrative:
H3 other; h6 codes b14, b20, c20, d15: a review of the manufacturing records indicated the device met pre-release specifications. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation.

Event description:
The following was reported to gore from the (B)(6) medrio study database: on (B)(6) 2020, this 70-year-old female patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a cook t-branch device, three gore® viabahn® vbx balloon expandable endoprosthesis devices (vbx devices) and one gore® viabahn® endoprosthesis (viabahn device), and two bare metal stents. The vbx devices were placed in the celiac trunk, superior mesenteric artery and left renal artery. The viabahn device was placed in the right renal artery. The devices were successfully navigated to their intended location and successfully deployed. All devices were noted as patent at the end of the procedure. On (B)(6) 2023, reportedly the patient had a newly developed occlusion of the left renal artery vbx device. No compression of the vbx device or any other obvious explanation for the cause of this occlusion was reported. The event did not lead to hospitalization and no medical or surgical treatment was required at this point. The event was still noted as being ongoing and the outcome as "not recovered / resolved". The annual check-ups at the site noted that the left renal artery remains occluded as before but appears to refill further distally. Unfortunately, the site did not have more information since the patient belongs to another hospital, and the site does not have access to their medical records.

Manufacturer narrative:
H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b20, c20: the device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. We want to retract our previous statement on the instructions for use (IFU) for the gore® viabahn® vbx balloon expandable endoprosthesis regarding the indications for use. The vbx device IFU was reviewed and the following statement was found to be applicable: possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel

Event description:
The following was reported to gore from the vbx 21-04 medrio study database: on (B)(6) 2020, this 70-year-old female patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a cook t-branch device, three gore® viabahn® vbx balloon expandable endoprosthesis devices (vbx devices) and one gore® viabahn® endoprosthesis (viabahn device), and two bare metal stents. The vbx devices were placed in the celiac trunk, superior mesenteric artery and left renal artery. The viabahn device was placed in the right renal artery. The devices were successfully navigated to their intended location and successfully deployed. All devices were noted as patent at the end of the procedure. On (B)(6) 2023, reportedly the patient had an occlusion of the left renal artery vbx device. The event did not lead to hospitalization and no medical or surgical treatment was required at this point.

Event description:
The following was reported to gore from the vbx 21-04 medrio study database: on (B)(6) 2020, this 70-year-old female patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a cook t-branch device, three gore® viabahn® vbx balloon expandable endoprosthesis devices (vbx devices) and one gore® viabahn® endoprosthesis (viabahn device), and two bare metal stents. The vbx devices were placed in the celiac trunk, superior mesenteric artery and left renal artery (lra). The viabahn device was placed in the right renal artery. The devices were successfully navigated to their intended location and successfully deployed. All devices were noted as patent at the end of the procedure. On (B)(6) 2023, reportedly the patient had a newly developed occlusion of the lra vbx device. No compression of the vbx device or any other obvious explanation for the cause of this occlusion was reported. The event did not lead to hospitalization and no medical or surgical treatment was required at this point. The event was still noted as being ongoing and the outcome as "not recovered / resolved". The annual check-ups at the site noted that the left renal artery remains occluded as before but appears to refill further distally. Unfortunately, the site did not have more information since the patient belongs to another hospital, and the site does not have access to their medical records. It was noted in the study database, that the vbx device in the lra was highly stenosed but not occluded.

Manufacturer narrative:
H3 other; h6 codes b14, b20, c20, d15: a review of the manufacturing records indicated the device met pre-release specifications. The device remains implanted and was, therefore, not available for analysis.

Event description:
The following was reported to gore from the medrio study database: on (B)(6) 2020, this 70-year-old female patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a cook t-branch device, three gore® viabahn® vbx balloon expandable endoprosthesis devices (vbx devices) and one gore® viabahn® endoprosthesis (viabahn device), and two bare metal stents. The vbx devices were placed in the celiac trunk, superior mesenteric artery and left renal artery. The viabahn device was placed in the right renal artery. The devices were successfully navigated to their intended location and successfully deployed. All devices were noted as patent at the end of the procedure. On (B)(6) 2023 reportedly the patient had an occlusion of the left renal artery vbx device. The event did not lead to hospitalization and no medical or surgical treatment was required at this point.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the study number with codes for the hospital and patient. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b20, c20: as the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. In the instructions for use (IFU) for the gore® viabahn® vbx balloon expandable endoprosthesis the following is mentioned under indications for use: the gore® viabahn® vbx balloon expandable endoprosthesis is indicated for the treatment of: de novo or restenotic lesions in the iliac arteries, including lesions at the aortic bifurcation; de novo or restenotic lesions in the visceral arteries; isolated visceral, iliac, and subclavian artery aneurysms; or traumatic or iatrogenic vessel injuries in arteries that are located in the chest cavity, abdominal cavity, or pelvis (except for aorta, coronary, innominate, carotid, vertebral, and pulmonary arteries). Further it is mentioned in the IFU under adverse events - potential clinical and device adverse events: possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel; w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.